Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the needle was broken during the suturing. It is unknown whether the x-ray inspection was performed. There is no additional surgical treatment for the patient. There is no comment from the doctor. There is no problem in the patient's condition. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an open malignant tumor surgery on (B)(6) 2020 and suture was used. During peritoneal closure, the needle tip broke. The broken needle tip was lost. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
The manufacturing records could not be reviewed as the batch number is unknown. Additional h-3 summary: it was reported performance breakage needle. One empty winding former and a used eight used needles of product were returned for evaluation. The product code is control release and required eight strands per packet. During the visual inspection of the needles, the swage and attachment area were noted to be as expected. However, the tip on one needle was noted broken. In the other needle no defects or broken needle was observed. Due to condition of the broken needle, additional evaluation is necessary to determine the assignable cause. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/12/2020. Additional information was requested and the following was obtained: where did the needle got lost? No further information is available. Do you think the needle is in the patient? There is no comment from the doctor. If yes did you use x-ray to search the needle? It is unknown whether the x-ray was used.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/17/2020. Additional information: h6. Additional h3 investigation summary: it was reported performance breakage needle. A suture needle was returned for evaluation. A fracture was observed at the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle.the fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records could not be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.